Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported being hospitalized and an invisalign product was being used.

Event description:
The patient reported the symptom of swollen lips and gums. The patient reported calling 911, went to the ER and was hospitalized for two (2) days, due to the reported symptom. The patient reported being prescribed an injection (unspecified) to alleviate the reported symptom. The treatment was discontinued on (B)(6) 2021 and the patient is currently getting better. The treating doctor shared the potential root cause could have been an allergic reaction.